Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted through a sheath via the pt's left femoral artery. The pt was moved to the recovery room and the central lumen could not be aspirated; arterial pressure (ap) was "cut off" and pump alarmed. Additional info was received on (B)(4) 2011 by the distributor, from the customer, that the ap line was replaced as thought to be the source of air when attempting to aspirate blood from the femoral artery. Ap source from femoral arterial was cut off and decided that ap is to slaved from radial artery in order to have arterial trigger in case intra-aortic balloon pump (iabp) cannot operate on ECG trigger. Pt was already transferred to the recovery room with stable vital signs. The pt was stable. Several attempts were made by changing arterial pressure tubings, but was found out that the leak was originally coming from the central lumen.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.